Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure and the procedure was completed by moving the patient to another room using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Review of the log files didn't confirm the reported issue. The fse found the actual cause of the issue was with the system's software which was corrupt. The fse performed system troubleshooting by checking the visual, connection and lan cables. The fse reloaded the system software to resolve the issue. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.